Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Manufacturer narrative:
The reported observation of ¿no ipg communication; possible service app¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s procedure. Clinician manual, (B)(4) MRI procedure information, contains information regarding potential adverse events that may affect the operation of the ipg.

Event description:
It was reported the patient did not set the ipg into MRI mode. Troubleshooting was unable to resolve the issue. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated.